Event description:
Consumer called to report getting inaccurate readings. Analysis run on clark error grid using mean avg. Reading (334) as ref. Point vs. Bd readings of 494, 174 yielded data points in the c zone of the grid, outside of acceptable limits.